Manufacturer narrative:
It was reported that a drill adaptor fused with the drill bit during a case. The most probable root cause of this event is that because of the friction between the drill bit and the drill adaptor during drilling, the metal heated up and swollen which caused the mechanical jam. Since this part was not returned for investigation, the technical root cause of the event could not be determined. This topic is addressed through a CAPA.

Event description:
A fused drill bit for a case that occurred on (B)(6) 2020 at (B)(6) hospital was reported by the field service engineer. The fusion was not resolved and another 2.45 drill bit had to be used. The delay to the surgery was less than 5 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A fused drill bit for a case that occurred monday, (B)(6) 2020 at (B)(6) hospital was reported by the field service engineer. The fusion was not resolved and another 2.45 drill bit had to be used. The delay to the surgery was less than 5 minutes.